Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager was dispatched to investigate. The stm evaluated the iabp unit and observed that the atmospheric pressure was out of calibration. The stm calibrated the atmospheric pressure within factory specifications then completed diagnostic testing and noted no further alarms, errors or failures were observed. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an "internal communication error." It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.